Event description:
It was reported by service report that the foot left caster is broken off and the head left side rail is bent and cannot latch in the up position. No patient involvement or adverse consequences are reported.